Event description:
It was reported that a patient charged her implantable neurostimulator (ins) weekly and it was taking ¿longer and longer¿ to charge. The reporter stated that the patient felt as though there was something over the ins that might be hindering recharging. It was noted that when the patient turned the ins on, it wasn¿t ¿doing what it did originally¿ and it didn¿t address the lower leg pain anymore. When the patient turned stimulation up, it was too high, and when she turned it down it didn¿t seem to help her pain. It was reported that the recharging and therapy problems started at the same time as she noticed there was something sitting atop her ins which might be hindering her recharging. It was later reported that the patient¿s device no longer charged, the patient had an appointment on (B)(6) 2013 and needed to make another appointment. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).